Event description:
The customer reported that their AED will not power on, has been beeping for a while and the asi is flashing red. The pads are expired, with an expiration date of 31 mar 2024. The reported event did not occur during patient use.

Manufacturer narrative:
The customer reported that their AED will not power on and the asi is red. The pads are expired and the maintenance schedule is not known, per the customer. The customer was not properly maintaining the AED; advised to keep the pads attached and contact the distributor for a new battery pack and pads. The IFU states: improper maintenance can cause the defibtech ddu series aeds not to function. Maintain the AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all defibrillation pad label instructions. Use defibrillation pads prior to their expiration date. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.